Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a driveline fault alarm and was brought into the vad clinic where the alarm conditions were cleared, but had reoccurred within a few minutes. A continuity test performed on the driveline revealed that a wire failed testing. A percutaneous lead repair was completed.

Manufacturer narrative:
The reported driveline fault alarms were confirmed based on the evaluation of the returned portion of the percutaneous lead. Approximately 24 inches of replaced portion of the lead was returned for evaluation. The previous perc lead repair performed on 8/15/2014 was present on the lead. Electrical continuity testing of the returned portion of the percutaneous lead found that the orange wire was open. The gray shrink tubing, copper tube, and copper wrap at the previous perc lead repair site were carefully removed, which revealed that the orange wire had completely fractured at the previous repair site. Examination of the previous perc lead repair revealed that the wire fractures were due to compromised crimps. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for evaluation and is currently being analyzed. The pt had received another percutaneous lead repair on (B)(4)2014 (MDR # (B)(4)), however, the pt received a new onset of alarms. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.